Event description:
Same case as MFR report # 3005099803-2008-04625. It was reported that during a gastroscopy procedure, the deployment suture broke and removal difficulties were encountered. The location of the lesion is unk. The ultraflex esophageal 18 x 10 stent was implanted at an unspecified location without incident. The ultraflex esophageal 18 x 15 stent delivery system (sds) was advanced through the previously placed stent in an effort to be implanted overlapping. Upon attempting to deploy the stent, the deployment suture broke after the stent had been deployed approx 6cm. While trying to remove the sds, the partially deployed stent caught on the previously placed stent and was removed along with the second stent. Another ultraflex esophageal stent was used to complete the procedure. The pt's status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.